Manufacturer narrative:
Returned device was received with a broken luer. Evidence. During the evaluation of the device the customer reported condition was not confirmed. No fault found. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a crack was found to a smiths medical level 1® hotline® disposable administration set. The crack was noted upon connecting medical fluid to the infusion set at pre-use check and was not used. There were no reported adverse effects.